Event description:
The failure mode appears to be from abrasions/hole in the balloon membrane portion of the catheter. This event is believed to have occurred due to pt plaque. Additionally a device history record review was performed for this lot of iab catheters which indicated no issues with the mfg of the balloon tray assembly, including component accountability. There have been no design changes or modifications in this device since first marketed that may be related to the event.